Event description:
Caller reported experiencing a cartridge alarm 20 issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in loading a new cartridge following the correct procedure, allowing the caller to successfully resume insulin therapy, and the issue was resolved.